Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of alleged premature battery depletion. No further information is available. Cpi will analyze the ICD when returned.